Event description:
It was reported that the patient presented with a complaint of being very tired. An interrogation of the implantable pulse generator (ipg) indicated that the atrial lead showed no p waves and had a slight increase in threshold since the last interrogation. In addition, the ipg was under reporting the patient¿s atrial tachycardia/fibrillation and the clinician questioned if the device was sensing appropriately. The ipg and atrial lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
He device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated invalid/missing atrial high rate diagnostics. Diagnostics mismatch with underreporting of atrial tachycardia/atrial fibrillation. If information is provided in the future, a supplemental report will be issued.